Event description:
It was report that during follow-up in clinic, the patient presented with low out of range impedance resulted in myopotential oversensing on their right ventricular lead. No information about intervention was reported. There were no patient consequences and the patient was in stable.

Event description:
Related manufacturer report number: 2017865-2022-01952. New information notes that there is an allegation of malfunction against the pacemaker in regards to the oversensing of myopotentials.

Event description:
New information received notes that the patient present with the same issue of low out of range impedance resulted in polarity switch on their right ventricular lead again on (B)(6) 2022.